Manufacturer narrative:
This report is for the left pvad. The right pvad was reported under MFR. Report # 2916596-2019-04182. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient expired from a hemorrhagic stroke. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. It was reported that the patient expired on (B)(6) 2019 due to a large hemorrhagic stroke. The device was not explanted and is not available for investigation. The vad instructions for use lists bleeding and stroke as adverse events that may be associated with the use of the vad system. No further information was provided. The manufacturer is closing the file on this event.